Event description:
Device 2 of 4. Reference MFR report#: 1627487-2011-05250, 05252, 05253. The patient received his scs system on (B)(6) 2011 with 2 percutaneous leads (from different lots) and 2 lead anchors (from the same lot). The patient went to the emergency room on (B)(6) 2011. It was reported that he had a bacterial infection at the ipg and lead insertion site. As a result the patient's system was explanted. The infection was treated with oral and IV antibiotics. The explanted product will not be returned to sjm. Attempt to gather additional information was unsuccessful. No further information is available at this time.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.